Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave alarm 76 (non-recoverable system error inlet water temperature sensor out of range ¿ low resistance) repeatedly. It was determined that t3 shorted, they will replace the manifold harness, parts quote provided.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was shorted t3 thermistor. Arctic sun device gave alarm 76 (non-recoverable system error inlet water temperature sensor out of range ¿ low resistance) repeatedly. Biomed determined that t3 shorted, they will replace the manifold harness. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The instructions-for-use are found to be adequate. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave alarm 76 (non-recoverable system error inlet water temperature sensor out of range ¿ low resistance) repeatedly. It was determined that t3 shorted, they will replace the manifold harness, parts quote provided.